Event description:
The pt complains of pain in hip and groin area. On (B)(6) 2012, she couldn't walk and went to the emergency room. She had a cortisone shot to reduce inflammation. She will be seeing her surgeon on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.